Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying inaccurate high results compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 1:30 pm on (B)(6) 2010 when he went to his doctor's appointment. The patient reportedly tested his blood glucose on the subject meter and obtained an "unspecified result." It is not known if the patient presented any diabetic symptoms at the time of testing. The patient reported that he received medical treatment from his doctor with 500 mg of metformin. It is not clear if the oral medication was administered or prescribed to the patient. The cca documented that the patient manages his diabetes with oral medication (medication specifics not provided). The patient confirmed that the alleged product issue did not cause him to change his usual diabetes management routine. Two hours after the alleged meter issue began, the patient claimed that he felt "weak and dizzy." On an unspecified date and time, the patient claimed that his blood glucose was tested on the emergency medical technician's (emt) meter and obtained a result of "55 mg/dl" on. It is not clear what treatment, if any, the patient received from the emt after the patient's blood glucose was obtained. During the troubleshooting session, the cca documented that the patient did not have any test strips available to troubleshoot the subject meter at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.